Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture."

Event description:
Physician reported left side "bilateral rupture." The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and an opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.

Event description:
Physician reported the device has been explanted.